Event description:
Per the audiologist's report, the patient's device was extruding through her skin. The device was explanted in 2007 and reimplanted when a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.